Manufacturer narrative:
Concomitant products: product ID 8575, lot# n111787, implanted: (B)(6) 2007, product type accessory; product ID 8709, lot# j0056610r, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that the patient presented to the clinic with a bandage over the pump. When the bandage was removed the pump was eroding through the skin and an emergent explant of the pump was performed. Cultures were taken; however, the results were not yet available. This device system delivered morphine. The patient¿s previous physician had not seen this patient for 7-8 years and had no further information regarding this patient. Additional information was requested from the explanting physician for event clarification including patient symptoms, laboratory results and current patient status, however, no further information was available at the time of the report. Should additional information be received a supplemental report will be filed.